Manufacturer narrative:
Consumer reported learning of the recall and of having "complaints with the use of the lenses" after using the product. No specific issue or symptoms were reported. The u.s. National library of medicine toxicology data network (toxnet) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ the complaint sample was not returned for evaluation and the lot number is unknown.

Event description:
Consumer reported learning of the recall and having "complaints with the use of the lenses" after using the product. No specific issue was reported. There was no report of a medical evaluation or medical treatment associated with the experience. It is possible this report is associated with a device malfunction of variability of the neutralization.